Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that a loss of connection between the transmitter and receiver occurred on (B)(6) 2016. No injury or medical intervention was reported. The receiver has been received for evaluation. An external visual inspection was performed and was found to be in good condition. Global receiver functional test was performed and the receiver was unable to communication to the global communication tool. Additionally, the "call tech support" error message was observed on the screen of the receiver. The receiver download could not be performed due to "call tech support" error. Pictures were taken of the receiver screen capturing the error. The customer complaint of loss of connection was not confirmed. The root cause could not be determined.